Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead showed various pacing impedance spikes, within the expected limits, that returned to baseline values afterwards. These spikes were observed with several weeks in between. Weeks later, a high, out of range pacing impedance that triggered a lead safety switch (lss) was observed. Also, other stored episodes show noisy signals due to the unipolar configuration from the lss. Additional testing was recommended and various origins were discussed. Also, a right ventricular (rv) lead deflection at an event was pointed and more analysis was recommended before it was determined what caused it. The system remains in service. No adverse patient effects reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this system with a right atrial (ra) lead and a pacemaker showed various pacing impedance spikes, within the expected limits, that returned to baseline values afterwards. These spikes were observed with several weeks in between. Weeks later, a high, out of range pacing impedance that triggered a lead safety switch (lss) was observed. Also, other stored episodes show noisy signals due to the unipolar configuration from the lss. Additional testing was recommended and various origins were discussed. Also, a right ventricular (rv) lead deflection at an event was pointed and more analysis was recommended before it was determined what caused it. According to the sales representative, the ra lead issue has not been fully determined. Pocket manipulation and isometrics showed no artifact. Ra lead was reprogrammed to bipolar but the lss was not turned on. Dr meyer opted to follow patient on latitude and have the patient follow up in a few months. Patient does have underlying rhythm. The system remains in service. No adverse patient effects reported.